Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer lost consciousness and suffered a seizure due to hypoglycemia. The customer was then transported to the hospital by paramedics. The customer stated that he was working on his car when he became lightheaded. The customer went inside his house to get something to treat his blood glucose, but he was distracted and was unable to treat his blood glucose. The customer stated that his blood glucose usually goes low when he is active. Nothing further was reported.